Event description:
A clinical director reported a case of irregular astigmatism (ectasia), observed one year and nine months after lasik procedure on the right eye. Reporter indicated pt reported vertical diplopia. Pt was referred for crosslinking therapy / topography guided treatment. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).